Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. No broken off reservoir tube lip or missing reservoir tube lip noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of being treated by paramedics due to low blood glucose of 32 mg/dl. Customer refused to be taken to the hospital. Customer reported to have been unconscious. Customer treated low blood glucose with food and reported to have experienced low blood glucose on four different occasions and believed that the insulin pump was over delivering insulin. Troubleshooting was performed and customer was advised that the insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.